Event description:
Boston scientific received information stating: the lead exhibited out of range shock impedance. Dr. (B)(6) (B)(6) lead implanted on (B)(6) 1999. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).